Manufacturer narrative:
The customer reported to have not duplicated the alleged malfunction. The vent passed all testing.

Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event.